Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device was worn, was frozen/would not move, the k-wire setting could not be changed, the etching was illegible, the device was difficult to assemble and disassemble. It was further determined that the device failed pretest for general condition, marking and labeling, check function of the adjusting sleeve, check function of the lever, check the cannulation of the attachment, check the tool quick coupling, check self-holding force in smallest range, check self-holding force in largest range, and check function in running mode. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/will not move. Therefore, the reported condition that the equipment was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Please note that in addition to the failures included in the previous supplemental report, additional pretest failures have been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for functional: will not hold k-wire functional: jammed/seized - handle/lever. This information does not change the assignable root cause of normal wear over time.